Event description:
Japan alliance registry. It was reported that the patient died. On (B)(6) 2023, an agent dcb mr 3.50 x 20mm was selected for treatment of the target lesion. On (B)(6) 2024, the patient was transported to the hospital due to cardiopulmonary arrest. Life-saving treatment was performed in the hospital, but the patient died.